Event description:
It was reported that the patient presented to the emergency room with malaise. A subsequent device interrogation revealed that the right atrial lead exhibited low pacing impedance and loss of capture at high output. The patient was scheduled for a revision where lead dislodgement and insulation breach were noted during the procedure. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, insulation damage, low pacing impedance and failure to capture. As received, a complete lead was returned in one piece with helix found to be extended and clogged with blood. The measured full helix extension length was within specifications. The reported event of insulation damage was confirmed. Visual examination found damaged insulation at the connector boot region. The cause of insulation damage is consistent with procedural damage. The reported events of low pacing impedance and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged insulations and coils consistent with procedural damage.